Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient (pt) experienced peritonitis. The cause and treatment for the peritonitis were not reported. At the time of this report, the peritonitis had resolved and the pt was recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Actual occurrence date unknown. It was reported the patient experienced the peritonitis sometime in (B)(6) 2013. Should additional information become available, a follow-up will be submitted.